Event description:
The event is reported as: it is difficult to inflate and deflate the cuff during pre-testing. No patient injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.